Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned severed in two segments and the extracting stylet stuck inside the distal segment. Measurements throughout testing were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other than the physical damage induced in the field. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and low intrinsic amplitude measurements. As result, a few months later the rv lead was explanted during a procedure performed to upgrade the implanted system. A new rv lead was implanted. No adverse patient effects were reported.